Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer worked with customer reseated the cable to resolve the issue. The field service engineer reported that users were unable to remove medications from the drawer. Which led to a delay in the delivery of medication. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer was failed. There were no adverse events or injuries reported based on this incident.